Event description:
A hospital in the (B)(6) reported to fisher & paykel healthcare (fph) field rep that while an rt340 adult breathing circuit was being used on a pt, the "expiratory limb had collapsed while the pt was being vented (unconfirmed)". It was also reported that both the maquet servo I ventilator and an mr850 respiratory humidifier, that were also used during the reported incident, had been taken out of service. The complaint breathing circuit had been destroyed at the hospital. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare (fph) by a hospital in the (B)(6). The product is not sold in the USA, but it is similar to a product sold in the USA. The 510(k) for that product is k893112. The complaint rt340 adult breathing circuit was not returned to fisher & paykel healthcare (fph) (B)(4) for investigation. We are currently obtaining further info to assist us with analysis and identification of a possible root cause of the reported event. We will provide a follow-up report upon receipt of the info requested and have completed our analysis.